Event description:
It was reported that the multiview workstation (mvws) in the telemetry area rebooted while actively monitoring patients. It was reported that the mvws returned to the normal monitoring screen after approximately 30 seconds and displayed a "receiver offline" message. A draeger technician was dispatched and reported that when he arrived the mvws was functioning normally. It was initially reported to the draeger medical after hours call center that a patient had coded during this event and expired. In subsequent conversations with hospital personnel, they reported that there was no patient code. The mvws has remained in use with no further problems reported. (B) (4)

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.